Event description:
Customer's son reported customer's glucose test did not start after blood sample was applied. Customer's son also reported customer experienced symptoms of weakness, dry month, not knowing where she was at the time of the event and loss of consciousness. Paramedics were called and tested customer's blood glucose level and performed some unspecified blood work. Customer was then transported to a health care facility where she was treated with unspecified medication. Customer's son did not know if customer was diagnosed with any diabetes-related diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: upon trouble shooting with the adc customer services, it was discovered that customer did not apply the blood sample on the test strip correctly. Customer was educated on how to apply blood sample on test strip.